Event description:
Information received by medtronic indicated that customer received insulin flow blocked alarms and received request for blood glucose value. Troubleshooting was performed and the issue was resolved by complete set change. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will not be returned for analysis.